Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A doctor from (B)(6) stated blood glucose readings from (B)(6) were missing from the customer's contour xt. The customer was advised to return the meter for evaluation. The customer obtained a new meter.